Manufacturer narrative:
(B)(4) for no allegation of device malfunction.

Event description:
During the embolization of a posterior inferior cerebellar artery aneurysm, several coils had been successfully deployed. Angiography taken after the deployment of the subject device demonstrated extravasation consistent with a ruptured aneurysm. The pt's blood pressure increased confirming a rupture of the aneurysm. Protamine was administered to reverse the heparin given during the procedure. Further coils were placed and angiography confirmed that there was no further extravasation. The pt was sent for CT scan and under went surgery to place an ev shunt.